Event description:
It was reported that the cord for the programmer radio frequency head had a cut through the insulation and the internal wire was exposed. The head was returned for service. It was indicated on the return paperwork that there was no patient involvement with this event.

Event description:
It was reported that the cord for the programmer radio frequency head had a cut through the insulation and the internal wire was exposed. The head was returned for service. It was indicated on the return paperwork that there was no patient involvement with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Insulation is cut in the cord of the rf (radio frequency) head. Corrosion found on the magnet and printed circuit board due to probably immersion in liquid. Electromagnetic field immunity functional test is out of specification. Rf head label is missing coating.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.